Manufacturer narrative:
Implant date: estimated as the exact date of implant is unknown other than being in (B)(6) 2021.

Event description:
It was reported that a thrombosis and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was attempted to be implanted. On a date after the patient's 45 day follow up transesophageal echocardiography (tee) imaging appointment, the patient presented to the hospital with stroke symptoms. Tee further identified spherical thrombus on the face of the closure device. The patient was recovered from this event and resumed oral anticoagulant medication regimen and aspirin. Another follow up tee was scheduled with the patient.